Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unresponsive down arrow and back arrow button. Customer¿s blood glucose was unknown. Customer stated that insulin pump replace battery now after low battery alert but customer was unable to clear the alarm due to unresponsive buttons as well as not able to turn off insulin pump as back arrow was not responding. Customer mentioned that insulin pump does not recognized new battery when changed out after low battery alert and insulin pump did not alarm failed battery alarm after troubleshooting. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No failed battery alerts or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time due to corroded battery tube and corroded electronic assemblies. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.